Event description:
It was reported the device therapy test failed. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the reported problem was not confirmed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.